Event description:
Complaint alleges pt underwent gastric bypass surgery and that the linear stapler was defective and caused plaintiff severe bodily injury. No specifics regarding the device are provided. There is a question as to the identifier of the manufacturer of the device.